Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following data was provided (customer provided normal range: 136 to 145 mmol/l): on (B)(6) 2025, sid (B)(6): initial result = 162.3 mmol/l, repeat on another alinity = 141.0 mmol/l on (B)(6) 2025, sid (B)(6): initial result = 166.9 mmol/l, repeat on another alinity = 142.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c ict sample diluent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot 17993un23. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 17993un23 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following data was provided (customer provided normal range: 136 to 145 mmol/l): (B)(6) 2025, sid (B)(6): initial result = 162.3 mmol/l, repeat on another alinity = 141.0 mmol/l (B)(6) 2025, sid (B)(6): initial result = 166.9 mmol/l, repeat on another alinity = 142.7 mmol/l no impact to patient management was reported.